Manufacturer narrative:
H11: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stereotactic guided breast biopsy and marker placement procedure using via fatty density tissue the encor probe with senomark ultracor marker. During the procedure, a clip is inserted and subsequently cannot be removed. The clip guide and the entire needle become stuck in the patient's breast. Further it was reported that a larger incision was made at the needle entry site. Current status of the patient is unknown.